Event description:
It was reported that once the leads were connected to the implantable cardioverter defibrillator (ICD), noise was seen on the atrial channel of the electrocardiogram (ECG) during implant. When the wrench was removed from the device, the setscrew had backed out of the ICD. The ICD was attempted but not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.the returned device indicated a damaged grommet and indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.